Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 24th and 25th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image review: three photos returned, all photos show that deformation was evident to a stent wrap at the proximal end of the stent, with struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion exhibiting 95% stenosis located in the mid left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated using a 2.50x30mm sprinter legend balloon at 12atm. The device passed through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent failed to cross the lesion and was removed from the patient. Upon removal the stent deformation was noted with a strut of the stent having become raised. The procedure was completed using a 2.5x28mm non-medtronic stent. The patient is reported to be alive with no injury.